Event description:
It was reported that during inspection before use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement reported.

Manufacturer narrative:
Corrected fields: b5, b6, b7, d10, h6(health effect - impact). Updated fields: b4, d9, g3, g6, h2, h3, h4, h6( health effect - clinical, type of investigation, investigation findings, component, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and helium leaked quickly. Inspection found that the gasket of the helium bottle interface was aged. After replacing the gasket, the functional parameters of the equipment were tested and delivered for clinical use normally.

Event description:
It was reported that during inspection before use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.